Event description:
It was reported via repair work order that neither siderail had electrical function due to a damaged hand pendant. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.